Manufacturer narrative:
This is one of three reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in germany, a transcatheter valve replacement procedure was performed to implant a 26mm sapien 3 ultra (s3u) valve in aortic position by transfemoral approach. During the procedure, the esheath+ was inserted at a steep angle and the commander delivery system with crimped s3u got stuck into the esheath+ and did not exit the tip of the esheath+. The s3u and esheath+ were removed as a single unit. A new kit was used with success. No patient injury occurred and patient was stable post-procedure. As per images provided, an esheath+ liner puncture could be observed. The devices were returned for evaluation. As per pre-decontamination evaluation of the s3u, several struts bent outwards at the inflow side on the crimped were observed. As per pre-decontamination evaluation of the commander delivery system, a balloon leak was identified through a pinhole leak at the crimped balloon area.

Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Section g2, h2 and conclusions in section h11 have been updated. H6 codes were added: type of investigation. H6 codes were corrected: component code, investigation findings, investigation conclusions. Section h10 was updated with reference to the other two reports submitted for this case. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual examination of the device, several bent struts were observed bent outwards at the inflow side and the valve frame was crushed at the inflow side. The valve was expanded and the frame struts corrected on the expanded valve, though the expanded valve was canted. Due to the nature of the complaint, no applicable functional testing or dimensional testing was able to be performed. The complaint was confirmed through visual examination. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the device was provided and revealed the crimped valve stuck in the esheath shaft and protruding through the liner puncture of the esheath. The complaint for frame damage was confirmed based on evaluation of the returned device and the provided imagery. Available information suggests that patient factors (calcification) and/or procedural factors (insertion angle, excessive device manipulation) likely contributed to the event as it was reported that the esheath+ was inserted at a steep angle, and per product evaluation the valve was protruding through liner puncture and scratches were noted on sheath shaft. Scratches on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Moreover, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage or secondary failures on the sheath or delivery system. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief, particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.